Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the hardness confirmed conformance to print specification. Microscopic examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The center of the circular flow is slightly off center indicating that the driver was slightly off axis when the fracture occurred. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with congenital scoliosis and underwent posterior thoracic fusion (he mivertebrectomy) surgery at t9-t12 levels. During surgery, at the time of the final tightening, the tip part of shaft was broken. The broken piece was stuck in the set screw and could not be removed. The broken piece was shaved and was removed from the set screw. The products came in contact with the patient. There was a delay of less than 60 minutes in the overall procedure time as a result of this event. No fragments of the instrument were remaining in the patient. No patient complications were reported.